Event description:
It was reported that pump displayed malfunction code 19 with associated fault ID and could not be reset, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy and that customer had current software, then arranged shipment of replacement pump.